Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Evaluation of returned device found evidence that instrument fractured due to overload.

Event description:
It was reported that patient underwent a femoral nail procedure on (B)(6) 2013. During the procedure, the threaded area of the bolt connector fractured inside of the nail as the surgeon was inserting the nail into the femur. Surgeon could not remove product and a spare bolt could not be used to lock the nail. As a result, patient retained a foreign body and there was a delay of 60 minutes in the procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. PMA/510(k) number. Manufacture date ¿ unknown. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.